Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that aspiration was performed during the insertion of the farawave, but air was being drawn from the sheath valve. Air bubbles were observed in the flushing lumen. Starter guidewire and farawave catheter were devices that were inside the sheath prior to, and/or at the time, the air was observed. Infusion pump was used for the irrigation of sheath and the flow rate of continuous flushing was 60ml/h. The procedure was continued using the original device. No patient complications have been reported. The sheath is not expected to be returned due to hepatitis b.